Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
This is for the first revision surgery. It was reported by the sales rep that the first revision surgery was completed on (B)(6) 2017. Patella erosion and massive tissue reaction. Change all poly and patella cap during the revision surgery. Second revision was also completed.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown patella was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: I can confirm that these events occurred since I was able to see a preoperative x-ray, intraoperative x-rays, initial postoperative x-rays, and post-revision x-rays. This assumes that all of these documents pertain to the patient we are discussing. Most are not marked. As for the root cause of the first reoperation, I cannot conclude it with certainty. It is described as patella erosion and soft tissue reaction but I don't have any evidence except for a fairly blurry intraoperative photo. Causes of patella erosion are multifactorial. The cause could be mechanical in nature if the patella was not resurfaced. If the patella was resurfaced (or not), severe wear can occur if patella tracking is not satisfactory. Soft tissue reaction can occur as a result of impingement or polyethylene wear. The causes of stem breakage of a distal femoral replacement implant are multifactorial. They include cementing technique, surgical technique, patient factors such as bmi and activity level, and implant factors. The stem and implant would have to be examined by stryker engineers to determine the exact mode of failure. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: I can confirm that these events occurred since I was able to see a preoperative x-ray, intraoperative x-rays, initial postoperative x-rays, and post-revision x-rays. This assumes that all of these documents pertain to the patient we are discussing. Most are not marked. As for the root cause of the first reoperation, I cannot conclude it with certainty. It is described as patella erosion and soft tissue reaction but I don't have any evidence except for a fairly blurry intraoperative photo. Causes of patella erosion are multifactorial. The cause could be mechanical in nature if the patella was not resurfaced. If the patella was resurfaced (or not), severe wear can occur if patella tracking is not satisfactory. Soft tissue reaction can occur as a result of impingement or polyethylene wear. The causes of stem breakage of a distal femoral replacement implant are multifactorial. They include cementing technique, surgical technique, patient factors such as bmi and activity level, and implant factors. The stem and implant would have to be examined by stryker engineers to determine the exact mode of failure. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This is for the first revision surgery. It was reported by the sales rep that the first revision surgery was completed on (B)(6) 2017. Patella erosion and massive tissue reaction. Change all poly and patella cap during the revision surgery. Second revision was also completed.